Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 6 cubie pocket d5 had failed to open. A field service engineer (fse) accessed the station using customer login to recover the drawer, after which the drawer opened and a broken cubie pocket d5 lid was identified. The fse assisted the customer in removing the pocket using drawer recovery and provided training on installing a replacement pocket and properly recovering the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary pocket d4 lid in drawer 6 was physically damaged, which caused the drawer to be unable to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.